Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The lens was returned in the bottom of the blister tray. A small amount of viscoelastic is observed on the lens. One haptic is broken-distal area (not returned). The optic is cracked near the haptic/optic junction of the broken haptic. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported improper delivery could not be determined. No problem was found with the returned device. The broken haptic was observed. The plunger was retracted upon return. The plunger position in relation to the broken haptic during advancement cannot be determined. Additional information was requested. There is one other complaint in the lot. The manufacturer internal reference number is: 2017-91081

Event description:
A receptionist reported that during an intraocular lens (iol) implant procedure, the plunger was defective and the iol shot out into the eye. The haptic was also torn. Lens was removed and replaced during initial surgery with no reported patient impact. Additional information was requested.